Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was diaphragmatic stimulation from the right ventricular (rv) lead. Repositioning was attempted, however the helix did not retract and the stylet was not able to be inserted in the lead lumen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.